Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient reported that he was hospitalized due to a cgm inaccuracy. The patient reported his cgm value was providing values in the ¿normal range¿, therefore, he took his routine insulin dose. At an unspecified time later, the patient felt ill (no specific physical symptoms were reported). The patient¿s bg meter reading was tested and it was 43 mg/ dl. No cgm comparison value was reported at this time. No other event details were provided. Attempts to reach the patient back for further even details were unsuccessful. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.